Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received replace battery now alarm. The customer's blood glucose level was unknown. The customer did not received any low battery alert's prior to replace battery now alarm. This was the second occurrence of replace battery now without a low battery warning. The insulin pump will be returned for analysis.

Manufacturer narrative:
No low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing. The insulin pump passed the displacement test, self test, sleep current measurement and active current measurement.